Event description:
Reporter states customer reportedly received results of hi and 221 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.